Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The first three veins were isolated without issues, and when the physician was going to the right inferior pulmonary vein (ripv) the transeptal access was lost. It was difficult to get back to the left atrium, and 2 more punctures were done. The ripv was ablated successfully and the procedure was completed without issues. During the patient recovery at night, there was an allegation of chest pain and an echography was performed and found a few millimeters of fluid that increased to 10 mm but did not progress anymore. No interventions were required to treat the event. The patient was kept for observation, no interventions were required, and they are expected to fully recover from the event.